Event description:
It was reported that the left ventricular lead exhibited high capture threshold of 4.75 v at 1.5 ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.